Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(UDI): (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product found the outer carton box was damaged and torn. The sterile packaging has no damages. The tyvek lid was peeled off and there was adhesive transfer on the tray flanges showing it was sealed previously. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. The likely condition of the product when leaving zimmer biomet was conforming to specifications. A definite root cause of the reported issue cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.